Event description:
A malfunction was reported on the customer's pump, which occurred while the customer was working close to a furnace in extremely cold temperatures. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in the process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues arise, which the customer understood.